Manufacturer narrative:
The customer reported that the concentrator flow meter ball drops when used with the life2000 device. There was no injury reported, medical intervention was not required, and there was no oxygen desaturation associated with the reported event. The breathe technologies life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). Assist/control mode of ventilation. The product evaluation is still in process. No further information is available on the investigation of the device at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
The customer reported that the o2 flow meter ball drops when used with the life2000 device. There was no injury reported, medical intervention was not required, or desaturation associated with the reported event. This report was filed in our complaint handling system as complaint (B)(4).

Event description:
The customer reported that the o2 flow meter ball drops when used with the life2000 device. There was no injury reported, medical intervention was not required, or desaturation associated with the reported event. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The device was returned for investigation. Engineering set up an extended range configuration using a known good combo hose, a known good patient circuit, the submitted compressor, and the submitted ventilator. Bled in 5 lpm of oxygen from everflo respironics 5 litter oxygen concentrator. We ran therapies at low, medium, and high activity levels. No error message nor alarms observed. No malfunction found. The compressor performed as intended; it drove the submitted ventilator as intended. The ventilator also performed as intended. Flow meter on our respironics oxygen concentrator did not drop below the 5 lpm set point. Information reviewed reasonably suggests the cause of the reported drop in the concentrator flow meter is possibly related to a system interaction/malfunction between the life2000 and third-party vendor concentrator leading to oxygen flow from the concentrator falling below the prescribed level. A replacement device was sent overnight. If this system interaction/malfunction were to recur, it is likely to cause or contribute to a serious injury. Based on this information, no further action is required.